Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that it was determined that the patient had an infection at the pump site. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics were done. The pathogen was unknown. The pump was explanted due to the infection.